Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a communication problem was encountered. It was stated that the patient noticed that problem about one week ago. It was stated that the patient usually let it deplete completely and then recharged. It was stated that the patient last felt stimulation about a couple days before it depleted. It was stated that the patient did not use the belt when she recharged. It was reported that the implantable neurostimulator (ins) felt flush and ¿there was a little bit more movement in the pocket than before¿. It was reported that the patient had a shocking or jolting sensation. It was stated that the patient noticed this change when her ins depleted about a week ago and it only occurred when she was lying down. It was mentioned that in (B)(6) 2014 she did have a fall, however the patient stated she was able to turn it back on and hasn't noticed any changes until now with the shocking. It was stated that the shocking occurred at the ins location.